Event description:
Reference MDR #1219856-2010-00905 for the first event and MDR #1219856-2010-00906 for the second event involving the same pt. It has been reported that the pt was scheduled for surgery and the intra-aortic balloon (iab) was prepped in the operating room. The md inserted a 9fr sheath with side port (not an arrow brand sheath). The md inserted the iab through the 9fr sheath and into place without difficulty. On (B)(6), the intra-aortic balloon pump (iabp) alarmed "helium loss alarm". The iab was removed at bedside and pressure was applied for 40 minutes. There was no reported pt death or injury. Medical/surgical intervention was not required on (B)(6) 2010. On (B)(6), the pt required a femoral artery repair due to a small bleed found in the left femoral artery via a doppler ultrasound. The pt remains in critical condition. Add'l info received from the rn mgr on (B)(6) 2010 stated that the pt is showing small improvements.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.